Event description:
Approximately 7 days post tavr, a post dilatation (bav) was performed in hopes of improving pvl. A 16f esheath and a 29 mm delivery system without a valve was inserted, the balloon was inflated with +5 cc of volume. An assessment with echo (tee) did not show any significant improvement. An attempt to post dilate with a 35 mm non-edwards balloon revealed slight improvement noted by echo. Multiple unsuccessful attempts were made to cross the pvl leak with a wire to plug the pvl. Unfortunately, they were never able to cross the leak and the patient remained with moderate pvl. Of note, the patient expired. Per report, the perceived root cause for the death was renal failure. This patient had multiple co-morbidities. The valve was functioning as expected with pvl due to sizing.

Manufacturer narrative:
The investigation is ongoing. This report is related to another complaint. Reference mfg. Report no. 2015691-2022-05379. Remains implanted in patient.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 per investigation. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with s3/s3u IFU and the device procedural training manual were reviewed for guidance and instructions. The device procedural training manual provides guidance and on sapien 3 valve sizing. Confirm native annulus area and/or diameter, assess anatomy and calcification and select thv size. Note that the thv size recommendations are based on native valve annulus size, as measured by tee or CT. Multiple imaging modalities should be considered during thv size selection. Note that all values presented are based on nominal/recommended inflation volumes and systolic measurements are recommended. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed due to unavailability of procedure imagery and relevant information. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. It should be noted that off label implant of a 29mm sapien 3 valve into an oversized annulus, in aortic position for this case. The edwards sapien 3 valve with the commander delivery system is not indicated for use if the annulus size (area) greater than 683mm2. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. As reported, 'the valve was functioning as expected with pvl due to 'sizing' and noted that 'the oversize annulus that measured close to 900mm2'. Per IFU, thv size 29mm is for native valve annulus size (area) between 540 to 683 mm2. In this case, this was an off-label case due to the oversized annulus (900mm2) for an edwards sapien 3 valve, the recommended size for a 29mm sapien valve is 540 to 683 mm2. Thus, it is likely that patient factors (oversized annulus) and/or procedural factors (off-label use) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling or training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.